Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a remote follow-up, the arrhythmia logbook revealed 40 atrial tachy response (atr) episodes in the last six months. The electrograms noted noise on the atrial channel which was likely the minute ventilation signal. It was indicated there was no pacing inhibition as a result of the noise. No changes were made to the system at this time. No adverse patient effects were reported.